Event description:
The facility reported a colleague infusion pump with a malfunction of an "air in lines error 810:11". This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. The process step is unknown. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 was confirmed during event history log review. The cause of the reported condition was determined to be a faulty pump head module (phm). The pump head module (phm) was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.